Event description:
Happiest baby snoo bassinet is putting safety features behind a paywall/subscription. It is stated on their website (safety feature #9) that you are able to control snoo and modify settings remotely. However, with their new subscription, some of those safety features will be behind a paid for subscription. I feel the FDA should reevaluate its recommendation for this product with certain safety features not being available to its consumers.